Event description:
It was reported that during a coronary stent procedure, the physician encountered resistance while attempting to place the stent. Upon removal of the delivery/stent device system, damage to the stent was noted. No pt injuries or complications were reported.